Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had residual liquid or foreign objects coming out of suction cylinder and distal end, as well as foreign objects present in the forceps elevator wire. Additionally, the universal cord was sticky and there was damage on the acoustic lens. There was no patient involvement.